Event description:
The dealer states that the bed assembly, at the foot and head section will not stay connected. The dealer states no matter how tightly they are bolted they will pop out. The dealer also states that the legs are bowing out at both the head and the foot sections of the bed. Rick in tech advised to replace the entire bed.